Event description:
During a hemorrhoidopexy procedure, an incomplete staple line was found from 4:00 to 8:00 o'clock. Sutured by hand to complete the case. No device returning.

Manufacturer narrative:
Date sent: 11/28/05. D4; h4: information is unavailable; device was not returned for evaluation.